Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system was lying in bed and received one inappropriate shock due to noise that was being oversensed. It appears the inappropriate shock was due to arm movement. Technical services provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.